Manufacturer narrative:
This complaint is being reported by zimmer biomet as (B)(4). On (B)(6) 2017, it was reported that the device was failing the leak test on the secondary side. The customer did not return an a.t.s. 3000 tourniquet device, serial number (B)(4), for evaluation. The device history record (DHR) review noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has not previously repaired/evaluated a.t.s. 3000 tourniquet serial number (B)(4) as documented in the repair reports. Initial qa inspection of the a.t.s. 3000 tourniquet was unable to be performed as the device was not returned for evaluation. On (B)(6) 2017, the customer called in for tech support on their a.t.s. 3000. They stated that the device was failing the leak test on the secondary side (250 to 300). They wanted to know what needed to be checked besides the tubing and what parts were available. They said that they would call back if they decide to send it in for repair. Repair of the a.t.s. 3000 tourniquet was not performed by zimmer biomet surgical as the device was not returned for repair. The reported event was non-verifiable since the device was not returned for evaluation or repair. The root cause of the reported event could not be specifically determined with the information that was provided. The device was not returned for evaluation or repair. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Manufacturer narrative:
This complaint is being reported by zimmer biomet as (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the device was failing the leak test on the secondary. No adverse events have been reported as a result of this malfunction.